Event description:
Dr. (B)(6), surgeon at the hospital, reported that "during genioplasty, the first drill fractured. The fragment was left in pt's chin. The surgeon used another drill and it also immediately fractured. Even on this occasion the fragment was left in pt's chin. It was impossible to place a screw. The 6-hole plate could be fixed with only 5 screws: 3 on top and 2 on the bottom (median - right side)."

Manufacturer narrative:
Investigation in progress, but not yet complete.